Event description:
The customer stated that she was hospitalized for low blood glucose levels. The reported blood glucose reading at the time of the call was 127 mg/dl. Troubleshooting was performed. Found that the customer had a basal rate of 8.50, when it should have been 0.50. Also found that the customer had a urinary tract infection, which contributed to the event per the health care professional. The customer declined further troubleshooting and stated that the high basal rate explains why her blood glucose levels went low. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.